Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscle spasms ("muscle spasm"), cyst ("cysts"), libido decreased ("loss of intimacy"), dyspareunia ("dyspareunia"), depression ("depression"), anaemia ("anemia"), bone loss ("bone loss"), fibromyalgia ("fibromyalgia"), menstruation irregular ("irregular menses"), genital haemorrhage ("heavy bleeding"), adenomyosis ("adenomyosis"), back pain ("lower back pain"), rash ("rash") and raynaud's phenomenon ("raynauds syndrome") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, muscle spasms, cyst, weight decreased, libido decreased, dyspareunia, depression, anaemia, bone loss, fibromyalgia, menstruation irregular, genital haemorrhage, adenomyosis, back pain, rash and raynaud's phenomenon outcome was unknown. The reporter considered adenomyosis, anaemia, back pain, bone loss, cyst, depression, dyspareunia, fibromyalgia, genital haemorrhage, libido decreased, menstruation irregular, muscle spasms, pelvic pain, rash, raynaud's phenomenon and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscle spasms ("muscle spasm"), cyst ("cysts"), libido decreased ("loss of intimacy"), dyspareunia ("dyspareunia"), depression ("depression"), anaemia ("anemia"), bone loss ("bone loss"), fibromyalgia ("fibromyalgia"), menstruation irregular ("irregular menses"), genital haemorrhage ("heavy bleeding"), adenomyosis ("adenomyosis"), back pain ("lower back pain"), rash ("rash") and raynaud's phenomenon ("raynauds syndrome") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, muscle spasms, cyst, weight decreased, libido decreased, dyspareunia, depression, anaemia, bone loss, fibromyalgia, menstruation irregular, genital haemorrhage, adenomyosis, back pain, rash and raynaud's phenomenon outcome was unknown. The reporter considered adenomyosis, anaemia, back pain, bone loss, cyst, depression, dyspareunia, fibromyalgia, genital haemorrhage, libido decreased, menstruation irregular, muscle spasms, pelvic pain, rash, raynaud's phenomenon and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.